Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported right side deflation. Health professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Laboratory analysis summary: the device related to the reported event of deflation was received on january 17, 2025 with lot number 3069688. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported right side deflation. Health professional later reported "hole, non-specific." Device has been explanted and replaced.